Event description:
The customer indicated that the ventilator stopped ventilating and audibly alarmed while in pt use. No pt harm.

Manufacturer narrative:
This follow-up MDR was identified as requiring submission during a two year retrospective review. Service rep. Installed the new gde on this ventilator and is getting the same error alarmed: vent inop ext. High ppeak pressure safety valve open high ppeak pressure. An uim was order and installed. This corrected the problem. The ventilator was run with default settings for an hour with no issues. Ovp was performed and passed. The vent was tested all weekend. No issues were reported. No errors and/or vent inop messages were logged so the vent was released to service.

Manufacturer narrative:
(B)(4). The biomed at the user facility tested the ventilator and was not able to duplicate the reported failure. He evaluated the ventilator error logs which indicated reference voltage faults and therefore ordered a gas delivery engine to fix the issue.